Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the inspiratory hold was activated during patient use and would not deactivate. There was no patient harm, and the patient was placed on another nkv-550 ventilator. The reporting hospital will not share any patient demographics. Reviewing the ventilator log file showed that the ventilator was in spont-CPAP (continuous positive airway pressure) when the inspiratory hold button was pressed. During CPAP, insp-hold is not available as a function; therefore, it does not affect breath delivery. There was no indication of a long inspiratory hold. Additional recorded touches confirm that the touchscreen was still functional. The bdu (breath delivery unit) still functioned as intended during patient use. Ventilation to the patient was not interrupted. Audible and backup alarms remained functional.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.